Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after a laparoscopic gastric sleeve, the patient had to be taken back in for a second surgery because of bleeding from the staple line. There was a blood loss of 500cc or more and blood transfusion was performed.